Event description:
Consumer emailed the orasure customer care address and reported a postitive result using the orasure inteliswab test after testing negative on the same day using a different brand of test.

Event description:
Consumer emailed the orasure customer care address and reported a postitive result using the orasure inteliswab test after testing negative on the same day using a different brand of test.

Manufacturer narrative:
The consumer contacted oti by email reporting a false positive inteliswab test result. The consumer did not provide details of how the test was performed or if the IFU was followed. Oti customer care responded to the consumer's email on three (3) separate occasions in an effort to obtain more information. The consumer has not provided a lot number or any additional information to date. No additional follow up is to be expected with this complaint and the incident will be closed internally.